Event description:
Osv ii without antechamber shunt does not show any resistance against passive flow of rinsing fluid when measuring over shunt and distal catheter. The unit was initially implanted on (B)(6) 2010 and was explanted and replaced with another one on (B)(6) 2010. There was no pt injury or death involved with no report of surgical delay as a result of this report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.